Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the platelet collection did not start when the platelet valve opened at 12 minutes but closer to 20 minutes. This may indicate that platelets were not available as expected; this can be attributed to inaccurate donor platelet pre-count entry or possibly donor related. Signals in the run data file did not indicate a conclusive cause for the reported elevated wbc content in this procedure. There are no events in the procedure that correspond with the onset of the overloading of the lrs chamber. Investigation evaluation and corrective actions are in process. A follow-up report will be provided. This report was filed beyond the 30-day time frame due to an internal processing issue that is currently being evaluated for appropriate corrective actions.

Event description:
The customer reported an elevated white blood cell count in the collected platelet product. Pt identifier and age are not available at this time. The disposable set is not available to be returned for eval. This report is being filed due to device malfunction that has the potential for injury.